Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, improper component endoprosthesis placement; occlusion of native vessel.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the patient's left common iliac artery had a pre-existing dissection to the level of the bifurcation of the internal and external iliac arteries. The trunk-ipsilateral leg component and the contralateral leg component were deployed. Since the left common iliac artery had a pre-existing dissection to the level of the bifurcation, it was reported that the physician wanted to cover it with an additional contralateral leg component as much as possible. After the additional contralateral leg component was deployed to extend distal of the trunk-ipsilateral leg component, unintentional coverage of the left internal iliac artery was observed. No additional procedures were performed to treat the coverage of the left internal iliac artery. The patient tolerated the procedure.